Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that when they get in their car seat and nudge it along the back where it was implanted it was like a little shock wave. Patient said it has been like that since last week. Patient also said on saturday they hit their back pocket where the implant was with their car seat and it was a big shock big time through their body. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient did not have the equipment available to decrease the stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.